Event description:
A report was received that during a procedure to relocate the pocket site due to discomfort, the pt's ipg was replaced. The pt informed the bsn sales rep and physician at the time of the procedure that she was experiencing difficulty charging. The pt's ipg was in hibernation and the battery had been depleted for over a month. The ipg was replaced and the pt was reportedly doing well following the procedure.